Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2015-09068. (B)(4) clinical study. It was reported that no blood reflow occurred. In (B)(6) 2015, the patient presented for a scheduled intervention to the right coronary artery (rca) due to critical coronary artery disease with severely calcified plaque involving the rca. On the following day, the patient was referred for cardiac catheterization which revealed 95% stenosis in the calcified proximal rca, dense calcification and diffuse mild irregularities in mid rca and 80% eccentric stenosis in distal portion. On the same day, the proximal, mid and distal portions of the rca were treated with balloon angioplasty and placement of overlapping 3.0mm x15mm, 3.0mm x 23mm, 2.75mmx28mm and two 3.0mmx28mm non-bsc bare-metal stents. Post-dilatation angioplasty using 3.0mm20mm and 3.5mmx20mm emerge balloon catheters was done but it was noted that there was "no reflow" phenomenon which was resolved after intracoronary nitroglycerin and adenosine infusion. Post interventional angiography revealed excellent results. Following the interventional procedure to rca, the patient was in a cardiogenic shock and was subsequently placed on aggressive treatment with pressors and fluid resuscitation. The patient was also diagnosed with left groin hematoma, acute kidney injury, urinary tract infection, anemia of chronic kidney disease (ckd), paroxysmal supraventricular tachycardia and gastritis during the course of hospitalization. After discussion with the family about the poor prognosis and worsening condition of the patient due to multiple comorbidities, it was decided to place the patient on comfort care measures. Twenty days later, the patient was discharged to hospice facility for further care and died the next day due to acute on chronic congestive heart failure.